Event description:
The physician successfully implanted an endeavor sprint drug-eluting stent. The product was used approximately 4 months past its use by date. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: failure to follow instructions (IFU instructs the user to use the product before its ubd). No results available since no evaluation performed (device not returned for evaluation). Conclusions: user error contributed to event (IFU instructs the user to use the product before its ubd).